Manufacturer narrative:
A catalog and lot number could not be confirmed for this incident. D4. Medical device expiration date: unknown d4. Unique identifier (UDI) #: unknown h4. Device manufacture date: unknown investigation summary: bd received 9 photos for investigation. The photos were reviewed and the indicated failure mode for leakage was observed; however no bent needles were observed. In addition, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode leakage. This complaint is unable to be confirmed for the indicated failure mode bent. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using an unspecified bd vacutainer® eclipse¿ blood collection needle, an unspecified number of devices leaked blood from the np needle. There was no health impact or consequences reported.